Event description:
It was reported the device was used during a lung biopsy. It was reported by the rep. During videoscopic lung biops four (4) of the endocutters were used and after second firing, the staplers did not cut - cartridges were out of order. There was no consequence to the pt.